Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 73-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Four days after impella insertion, there was a left ventricle (lv) perforation during a coronary artery bypass graft (CABG). The physician pulled the impella back into the aorta and when lifting the heart, the physician noted that the tip of the impella was through the myocardium. The myocardium was repaired with a suture, patch, and bioglue. The CABG was completed and the impella was redirected across the aortic valve and into the lv. Impella support continued without further issues. The post-procedure outcome is unknown. The impella functioned at p-6 at 4.4l/min as intended. Cardiac perforation (including lv perforation) is a potential adverse event, and consistent with known device-related and patient-related factors, and/or can be attributed to user technique.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the issue was not established as limited clinical information was provided.

Manufacturer narrative:
Additional information provided explant date d6b updated.